Manufacturer narrative:
A field service engineer (fse) was dispatched and found that the customer broke the cap on the no foam bottle during no-foam replenishment. The fse cleaned up the no-foam, performed a temperature repair cap fitting, and ordered three (3) replacement caps for the customer. This resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding no foam was leaking from the no foam bottle located in the unicel dxc 800 pro synchron chemistry analyzer. No injury was reported for this event.